Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube diverticulosis ('salpingitis isthmic a nodosa') in an adult female patient who had essure (batch no. C59254,d08059) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy to metals, cervicitis, nabothian cyst, adenomyosis, paratubal cyst and dysmenorrhea. Concurrent conditions included heavy periods, clotting disorder (mthfr) and pain. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube diverticulosis (seriousness criteria medically significant and intervention required), bleeding menstrual heavy ("clotting galore heavy enough"), pelvic pain ("pain"), prolonged periods ("period lasted 7 weeks "), abdominal pain lower ("constant pain in my lower left abdomen starting to radiate towards right side"), dysgeusia ("metallic taste"), vision blurred ("vision hazy") and alopecia ("shedding a lot of hair"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube diverticulosis, bleeding menstrual heavy, pelvic pain, prolonged periods, abdominal pain lower, dysgeusia, vision blurred and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, bleeding menstrual heavy, dysgeusia, fallopian tube diverticulosis, pelvic pain, vision blurred and prolonged periods to be related to essure. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:salpingitis isthmica nodosa. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: event salpingitis isthmic a nodosa added and made medically significant and intervention required due to surgery. Reporter, lot number and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube diverticulosis ('salpingitis isthmic a nodosa') in an adult female patient who had essure (batch no. C59254,d08059) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy to metals, cervicitis, nabothian cyst, adenomyosis, paratubal cyst and dysmenorrhea. Concurrent conditions included heavy periods, clotting disorder (mthfr) and pain. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube diverticulosis (seriousness criteria medically significant and intervention required), bleeding menstrual heavy ("clotting galore heavy enough"), pelvic pain ("pain"), prolonged periods ("period lasted 7 weeks "), abdominal pain lower ("constant pain in my lower left abdomen starting to radiate towrds right side"), dysgeusia ("metallic taste"), vision blurred ("vision hazy") and alopecia ("shedding a lot of hair"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube diverticulosis, bleeding menstrual heavy, pelvic pain, prolonged periods, abdominal pain lower, dysgeusia, vision blurred and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, bleeding menstrual heavy, dysgeusia, fallopian tube diverticulosis, pelvic pain, vision blurred and prolonged periods to be related to essure. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records: salpingitis isthmica nodosa. Lot number: c59254, manufacture date: 2014-05, expiration date: 2017-05. Batch no d08059, production date 2014-09-17, expiration date 2017-09-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-jun-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.